Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Both cylinders had a hole in the outer tube due to wear at a fold with avulsion. Broken fabric threads were present along with fluid leaks in both cylinders attributed to fatigue. The ams 700 conceal reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. Based on the results of the investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced.